Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) mount was returned for investigation. Visual inspection of the as returned product identified that the mount hex is confirmed to be fractured off. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
(B)(4). Weight unknown / not provided, email address unknown / not provided, (B)(4).

Event description:
Dr. Reported that the tip (hex) of the (B)(4) implant mount fractured. It was severed into a ring shape piece. The doctor was able to use another fixture mount to finish the procedure.